Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 1999. Medical treatment was sought approx 2 1/2 weeks later for pain, redness and swelling of the piercing sight. Incision and drainage was performed and antibiotics and narcotic for pain were prescribed. Three days later the procedure was repeated and intravenous antibiotic at home was prescribed.